Event description:
It was reported that these leads were explanted and replaced on (B)(6) 2020 due to noise with oversensing and pacing inhibition. It was noted that there was no asystole. No additional patient adverse effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).